Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation alleges patient had pain, physical injury, bodily impairment and excessive levels of chromium and cobalt after asr hip implant. Update - (B)(6) 2013: sales rep reported patient underwent revision of left hip. The part/lot was provided. There is now new additional information that would affect the investigation. Update - (B)(6) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2014: sales rep reported revision surgery for the right hip. The patient was revised to address pain. Upon revision, a fluid collection 1 cm x 3 cm was noted. The stems and sleeves for both hips are being added for elevated metal ion levels. This complaint was updated on 1/12/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).